Event description:
The liner could not be placed into the cup. During liner impaction attempts, the cup changed position, so it had to be repositioned and the screw already placed was removed. Cup was well fixed and was implanted with no screw, as the orientation of the screw holes made drilling difficult. A new liner was used and the surgery was completed successfully. About 20 minutes delay occurred due to the issue; total surgery time 2 hours.

Manufacturer narrative:
Batch review performed on 20 september 2024: lot 2310238: (B)(4) items manufactured and released on 13-jun-2023. Expiration date: 2028-may-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 20 september 2024: cup: mpact 01.32.150dh acetabular shell ø50 two-holes (k132879) lot 2349366: (B)(4) items manufactured and released on 17-jun-2024. Expiration date: 2029-may-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.